Manufacturer narrative:
(B)(6). Investigation summary: based on evaluation of the customer photos, the customer¿s indicated failure mode for broken cannula with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and cannula breakage was not observed.

Event description:
It was reported that a needle break occurred after use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "the customer wanted to separate the needle from holder, after manipulating needle it broke of and left a small peace of metal from the needle."